Event description:
It was reported that the system 9800 initialized with a touchscreen error message. System operated satisfactorily but malfunction could pose other unforseen hazards. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified and the touchscreen controller was found to be defective and was replaced. It was determined the system was tested and found to be working as intended and placed back into service.